Event description:
Information received a smiths medical intubation/portex endotracheal tubes was involved in dental procedure. The complaint indicated there was a kink in the tube. Reported it was a dental patient and the dentist had a bite block on the same side as the tube was lying, it had been in the same place for 50 minutes when the problems occurred. Then one hour later was observed respiratory problems, on auscultation there were weak respiratory sounds and respiratory pressure was high. The patient was reported to have had asthma, they first suspected first bronchial obstruction, but before they gave medication laryngoscopy we checked that the tube was fine, and as the laryngoscope was taken up it noticed the kink in the tube. They had to pull the tube a little and hold it straight. When they changed the tube-placing in the mouth to the opposite side, it kinked again in the same tube place. They then pulled the tube a little further out and taped close to the kinked area, and with help from the tubeholder/tubepole which helped to pull the tube a bit, they managed to keep the airways open and avoid reintubation.